Event description:
Dealer stated that the end user was walking her dog, when she stopped the 3gtq3-cg power chair. The chair continued to roll into the street causing the user to fall with the chair onto the street hurting her left shoulder. Dealer evaluated the chair and found that the left motor brake would not engage and that is why the chair kept rolling forward.